Event description:
It was reported that a patient experienced myocardial infarction coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event and treatment was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.